Event description:
A caller reported a cgm error 42, which occurred while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete pump reset information by technical support, who guided them through the process. After the pump reset, the error code did not reappear, and the caller successfully started their sensor session.